Event description:
The sales rep has reported on behalf of the customer that the plastic box of a size 8 implant was allegedly broken preventing the product from being used in theatre.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Updated: lot number. An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive/incorrect handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
The sales rep has reported on behalf of the customer that the plastic box of a size 8 implant was allegedly broken preventing the product from being used in (B)(6).